Manufacturer narrative:
A follow-up report will be sent when analysis is completed.

Event description:
Additional information from the health care professional (hcp) via the manufacturer's representative (rep) reported that following an implantable pulse generator (ipg) replacement on (B)(6) 2016, the device therapy was no longer effective and caused the patient some discomfort. A lead revision procedure was done to improve efficacy. The impedance test demonstrated 4 combinations outside of normal parameters. The impedance test after the implantation of the new lead was bad. The 4 month old ipg needed to be replaced. It was unknown if the issue resolved at the time of the report.

Manufacturer narrative:
Analysis of the lead (l/n v252847) showed that the lead body/ conductor was crushed; there was no significant anomaly.

Manufacturer narrative:
(B)(4).

Event description:
The prospective patient reported that the lead had moved. All programs were tried and reprogramming was performed. No x-rays were done but the doctor knew the lead was in a different place. The revision had not occurred but was scheduled. The date was unknown. There had been no symptom relief and the lead felt like it had moved. It was noted that it may not have been placed right in surgery. This event had been reported as sudden. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.